Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what was the name of the procedure? Lap total hysterectomy. What was the procedure date? (B)(6) 2025. When did the end loop of the suture come undone (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. I already thought it looked suspiciously unlooped when they put it into the patient. They threw a bite and began the suture, but due to some suturing difficulty they ended up pulling the suture completely through. That's when they inspected the loop and determined it was undone. A manufacturing record evaluation was performed for the finished device lot number and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. The end loop came undone after they tried putting the suture in the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample was returned for analysis. Product code sxpp1b432. During visual inspection of the sample, the suture was examined, and it was observed that the weld of the first loop was detached. It is possible that this failure was due to excessive force being applied. The waves near the extreme and body fluids were found on the strand as well. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as what caused the reported complaint. For the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.